Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. Overall complaint trend for o2 optix of lotrafilcon b product has been reviewed. The complaint rate was decreased in sep 2019. The complaint rate was below the control limit and no adverse trend was noted. Review on complaint trend of h-corneal ulcer infectious; h-irritation / ocular discomfort; h-red eye; h-conjunctivitis; h-photophobia; h-eye tearing / lacrimation; h-corneal opacity (peripheral); and h-corneal infiltrate for o2 optix (lotrafilcon b) product has also been performed. Adverse trend was found. Overall complaint rate is within control limits. No further investigation can be performed at this time since the lot number is unknown. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(6). (B)(4). The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
It was reported on (B)(6) 2019, that a consumer wore the contact lens on (B)(6) 2019 and immediately suffered from a foreign body sensation on both eyes. The lens was removed at night and it was noted that the left eye was red. The following day, the consumer still felt uncomfortable with her left eye. The consumer then sought medical attention and was diagnosed with conjunctivitis associated with ulcer. The eye care professional suggested the cessation of contact lens wear. The contact lens wear was suspended for 15 days. The consumer used an unspecified eye drop with an unspecified treatment regimen. The consumer felt no discomfort during the duration of 15 days. The consumer then proceeded to unpack a new pair and use them but had the same symptoms as before especially the left eye. After two months, the consumer used another pair of contact lenses with the same resulting problems. It was worn on (B)(6) 2019 and had the same symptoms as before. It was noted that after the removal of the contact lens, the ¿black eye ulcer¿ in the left eye recurred with a white spot. Additional information was received on 18sep2019 stating that the corneal ulcer was located just above the pupil. It was also reported that the corneal ulcer was about 3 mm in size and irregular in shape and that the ulcer resulted in a corneal scar. The consumer experienced photophobia and excessive tearing for three days and also suffered from eye redness. The infiltrate was reported to have not increased in size during the subsequent visits with the ecp. The consumer was then prescribed with levofloxacin and hydrochloride gel drops in the affected area with one drop per night. It was also reported that the symptoms have resolved and that the consumer was left with only a small scar above the pupil. Additional information was received on 20sep2019 via email confirming that the ulcer was found on the right eye and not on the left eye. It was also confirmed by the ecp that the consumer suffered from a corneal ulcer. The consumer reported that the symptoms have resolved and only a spot on the pupil remains. At present, no discomfort is felt by the consumer.